Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient had reported on (B)(6) 2004 that her meter was reading inaccurately low when compared to another meter. Her meter result was provided as 120 mg/dl and the other meter's (accucheck) result was "20 points higher". This is invalid since the comparison is between two meters. She had also reported that some of the test strips had no color reaction when the blood sample was applied to the pink area. Therefore, this case is reported as a strip malfunction. During troubleshooting, it was discovered that the patient had never cleaned the meter nor performed a control solution test. He went to his physician due to the low results he had been getting. He was not given any treatment, but was given a new prescription for oral medications. There is no further clinical information provided.